Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. A total of 30 retained samples underwent functional tests to assess the functionality of the device. All samples passed the tests, exhibiting no signs of damage to the device or leakage during use. Furthermore, these 30 retained samples underwent additional functional tests, where all samples passed as they were able to be activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the customer states blood spilling from wingset luer during collection. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the customer states blood spilling from wingset luer during collection. No patient impact reported.